Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a 4.0x20mm promus premier¿ stent was implanted in the ostium of a saphenous vein graft (svg), which was a very fibrotic lesion. Even after the final post dilation was performed with a balloon catheter, there was a slight "waist" noted with the stent. However, the physician was unable to find the second graft when he treated the first with the promus premier¿ stent. Therefore, the patient was sent for a computed tomography (CT) angiogram to find the second graft, only to find out that the implanted 4.0x20mm promus premier¿ stent looked "crushed/narrowed." The physician performed another angiogram to the svg to evaluate if the lesion had caused the stent to be ¿recoiled¿ to approximately 50%. In order to prevent the stent from recoiling all the way back due to the forces of the lesion, the physician reintervened and placed a same size non bsc stent to the svg. Post stent implantation, the stent looked patent angiographically with good timi 3 flow. The patient was asymptomatic the entire time. No other imaging was carried out.

Event description:
It was reported that the stent had "collapsed". In (B)(6) 2015, a promus premier¿ stent was implanted to the saphenous vein graft (svg). The patient recently had a computed tomography (CT) scan and the radiologist noted that the stent may have "collapsed". An angiogram is scheduled to check the patency of the stent. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
If implanted, give date: (B)(6) 2015. (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).